Manufacturer narrative:
Concomitant medical products: 693565 lead implanted: (B)(6) 2018, ddbb1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that epicardial right ventricular (rv) lead had a possible fracture. Reprogramming was performed to turn the lead off. A new right ventricular (rv) lead was implanted. No patient complications have been reported as a result of this event.